Event description:
The customer reported error code b31, e218 and b30 (scope communication error) during unspecified procedure involving an olympus gastrointestinal videoscope. There was no patient involvement reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.